Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient passed away due to right ventricular failure and vasoplegia shock. No additional information was provided.

Manufacturer narrative:
H6: additional health effect clinical codes: e1305 renal impairment, e1105 liver failure, e062101 aortic valve insufficiency/ regurgitation. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The patient underwent aortic valve replacement, mitral valve repair, and protek duo placement at the same time as lvad implant. Following lvad implantation the patient experienced acute right ventricular failure with severe vasoplegia and post cardiotomy shock. On the morning of (B)(6)2024 the patient continued to deteriorate. It was also noted that the patient experienced acute blood loss/anemia, acute post-operative respiratory insufficiency, and lactic acidosis. The patient also had shock liver with an acute kidney injury (aki) and was on continuous renal replacement therapy(crrt). Despite maximum effort and multiple vasoactive medication drips (gtt), flow was lost on the lvad. Adjustments were made to rpms on both lvad and ECMO support devices without improvement. The patient then completely loss all flow. They were pronounced at 0220am (B)(6)2024. It was reported that the device operated as expected. The device would not be returned, and log files were not obtained postoperatively.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event and subsequent patient outcome could not be conclusively established through this evaluation. It was communicated that the device operated as expected. The device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction), bleeding, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The IFU also explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.